Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 33mm epic valve was implanted in the mitral position. On (B)(6) 2016, the valve was explanted secondary to stenosis and a 33mm sjm masters series valve was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there was outflow thrombus on all three cusps and focal thrombus on the inflow surface of cusp 3. Cusp 2 contained inflow pannus and one tear in the free edge. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the thrombus, pannus, and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.